Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, other components include: product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2017, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 4000 mcg/ml (later 500 mcg/ml) of compounded baclofen at 24 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 201, it was reported that, during a refill procedure, the healthcare provider (hcp) was unable to aspirate from the catheter access port (cap). The pump was at minimum rate and the hcp was attempting to clear the catheter of 4000 mcg/ml of baclofen to switch the patient's drug concentration down to 500 mcg/ml. The hcp attempted performing the "removing system contents" procedure, but was unable to aspirate from the cap. It was determined that it would take 76.5 days to clear the remaining 4000 mcg/ml baclofen from the patient's system at minimum rate. The patient was not having any therapy concerns and the hcp and rep felt that the catheter was "fine." No symptoms were reported. Additional information was received on 2017-may-19. It was reported that the hcp decided to take no action to resolve the inability to aspirate the catheter. The cause of the inability to aspirate the catheter was unknown and the issue was not considered resolved. No further complications were reported with this event.